Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). An ultrasound was performed, confirming there was no fluid in the reservoir; however, there was no evidence of the source of the fluid leak. There were no holes or air observed at the time of implant. Around five months later, troubleshooting was attempted by resetting the pump to no avail as the component would not re-inflate. A replacement surgery was performed in which small leak was observed in the tubing connecting the cylinder and pump. There were no patient complications reported. Around two months after the procedure, the patient attended a follow up appointment with the urologist. It was noted that the new device was functioning appropriately and the patient could cycle the ipp without problem.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). An ultrasound was performed, confirming there was no fluid in the reservoir; however, there was no evidence of the source of the fluid leak. There were no holes or air observed at the time of implant. Around five months later, troubleshooting to reset the pump was attempted to no avail. A replacement surgery was performed in which small leak was observed in the tubing connecting the cylinder and pump. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). An ultrasound was performed, confirming there was no fluid in the reservoir; however, the source of the fluid leak was not determined. There were no holes or air in the device observed at the time of implant. There were no patient complications related to the event and no surgical procedures have been scheduled yet.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). An ultrasound was performed, confirming there was no fluid in the reservoir; however, there was no evidence of the source of the fluid leak. There were no holes or air observed at the time of implant. Around five months later, troubleshooting was attempted by resetting the pump to no avail as the component would not re-inflate. A replacement surgery was performed in which small leak was observed in the tubing connecting the cylinder and pump. There were no patient complications reported. Around two months after the procedure, the patient attended a follow up appointment with the urologist. It was noted that the new device was functioning appropriately and the patient could cycle the ipp without problem.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a leak in one of the cylinders, consistent with explant damage. No leaks were observed in the second cylinder, pump nor the reservoir. Functional testing of the components identified that the second cylinder, pump and reservoir performed within specification. Functional testing of the first cylinder was not performed due to the identified explant damage; therefore, the reported observations were not confirmed. Based on the information available and analysis results, a conclusion code of cause not established.